Event description:
It was reported that during a gluteus medius repair surgery, a healicoil anchor broke after the orange knob was turned. The anchor broke and a tiny portion of the open architecture pk was evident on the anchor when pulled out of the bone; anchor had good pull out strength and was left in place by the surgeon. The broken pieces were retrieved from the patient using surgical forceps. There was no need to drill additional bone holes; therefore no voids were left in the patient. As mentioned before, surgery was completed with the same device without any delay. Patient is reported healthy. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6, health effect - impact code was updated. H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that no part of the anchors nor the sutures were returned. Both knobs, 1 and 2, were extended as far as possible. There was bio debris on the whole device. A functional evaluation showed that both knobs, 1 and 2, moved the inserter back and forth as intended. A material assessment could not be performed due to the part not being returned for evaluation. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The device instruction for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of a customer provided image shows a box with documents enclosed, the information stickers outside the box reference two complaint cases. There is no sign of a device nor information of part numbers or lots. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of material certifications found that a certificate of analysis (coa) is required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.